Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the thigh, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient experienced an unknown sensor issue where she reported that her cgm was reading low mg/dl. No bg meter reading was taken at this time. The patient was wearing an omnipod 5 insulin pump. The patient self-treated with juice. At an unspecified time later, the patient began vomiting and her daughter called emergency medical services (ems). Ems arrived and transported the patient to the emergency room (ER). At the ER, the patient was treated with an unspecified intravenous (IV). No cgm or bg meter readings could be recalled by the patient for this event. The patient was discharged home after approximately 8 hours. The patient was in good condition at the time of report. No product or data was provided for investigation. The allegation could not be determined. The probable cause could not be determined. No additional patient or event information is available.